Event description:
A dialysis home pt received a system error 2240 alarm in dwell 4/4/ during treatment using homechoice device. The home pt reported she became starled when she saw "a rat in her bed" and the home pt ran. The transfer set then diconnected from the pt's catheter. The home pt went to the unit the following day and a new tranfer set was put on and prophylactic antibiotics were given. Noted during use with no pt injury associated with this incident and sample was discarded per the health care professional.